Event description:
It was reported that device contamination occurred. A 6.0 x 60, 135cm mustang balloon was selected for use. However, it was noted that the packaging box was crumpled as if it had been folded in half. Consequently, the sterility of the balloon catheter was most likely compromised. No patient complications were reported.

Event description:
It was reported that device contamination occurred. A 6.0 x 60, 135cm mustang balloon was selected for use. However, it was noted that the packaging box was crumpled as if it had been folded in half. Consequently, the sterility of the balloon catheter was most likely compromised. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination of the outer box carton found that the blue tear strip seal and the box carton had been opened. The box carton was also noted to be damaged. A visual examination of the inner pouch device found the inner pouch to have been opened, compromising the sterility of the device inside. A visual examination of the protective hoop found the device to be inside the protective hoop. The hoop was noted to be kinked at more than one location. For investigation purposes the device was removed from the protective hoop. A visual and tactile examination found the shaft of the device to be compressed/kinked at more than one location at the same location as the hoop when the device was inside it. No other issues were noted with the device.